Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient has "significant pain, major nerve injuries, as well as limited mobiity and required [patient] to frequently visit doctor."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006: the patient was pre-operatively diagnosed with: right c5-6 disk herniation with severe c5-6 spondylosis and spinal cord compression. Right upper extremity radiculitis and underwent the following procedures: microscope-assisted anterior c5, c6 diskectomy and partial vertebrectomy. Decompression of spinal cord and bilateral c6 nerve roots. C5 to c6 anterior spinal fusion using allograft bone with bmp (bone morphogenic protein) sponge. C5-c6 anterior cervical plate fixation with intraoperative fluoroscopy. As per the op notes: ¿one small package of bmp sponges was prepared with half a collagen sponge impregnated with the solution and rolled into a 7 mm lordotic fortitude cervical allograft bone. This composite graft was placed at the c5-6 level followed by the spinal concepts slim line anterior cervical plate, measuring 22 mm in length.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.